Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had intermittent power. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/03/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 05/29/2014 with the following findings: during investigation, a review of the pump¿s black box showed that pump reboots had recorded. Evaluation revealed a crack along the battery compartment threads. The battery cap threads were found to be stripped and damaged. The battery cap did not tighten securely to the pump and was not able to maintain electrical connection. A power loss was observed. A test cap was used for 24 hour test with no reboots occurring. Unrelated to the complaint, the display screen was found to have a dim, discolored contrast.